Event description:
The following is based on the surgical case record provided by the patient's attorney: on (B)(6) 2001: the patient was diagnosed with cystocele, rectocele, abd pain, adhesions and underwent an anterior and posterior repair, laparoscopy, vaginal vault fixation to sacral spinous ligament with implant of a bard/davol flat mesh. Attorney alleges unspecified adverse patient outcomes associated with use of device. Addendum per ppf: attorney alleges adverse outcomes attributed to the device of pain, urinary problems, bowel problems, recurrence, dyspareunia.

Manufacturer narrative:
This is an addendum to the initial MDR to document additional information provided by the patient's attorney. The additional information is related to medical records review, which include the following: pmhx and pshx, updated patient codes,and the attorney alleges adverse outcomes attributed to the device of pain, urinary problems, bowel problems, recurrence, dyspareunia. At this time no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. The cause of the patient postoperative complications cannot be determined at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on the surgical case record provided by the patient's attorney: on (B)(6) 2001: the patient was diagnosed with cystocele, rectocele, abd pain, adhesions and underwent an anterior and posterior repair, laparoscopy, vaginal vault fixation to sacral spinous ligament with implant of a bard/davol flat mesh. Attorney alleges unspecified adverse patient outcomes associated with use of device.